Manufacturer narrative:
The complainant indicates the use of company cartridge, which is not qualified for use with associated iol model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during the intraocular lens implant procedure, the lens found to have tear in the optical area. The iol was replaced with another iol. The was no patient harm report. Additional information has been requested.